Event description:
The customer reported during the daily test, the pacer test does not pass. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported during the daily test, the pacer test does not pass. There was no pt involvement. A philips field service engineer evaluated the device and confirmed the reported symptom. The power pca was replaced to resolve the symptom. The device passed all testing and was returned to use.